Event description:
A malfunction alarm, identified as malf 9, was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received pump reset information from technical support and successfully reset the pump without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact technical support if the issue reoccurs.